Manufacturer narrative:
The actual device was not returned for evaluation. The device history record (DHR) for the lot number, aa7058n14, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. There were no abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Root cause could be determined. All information reasonably known as of 21jun2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a patient was experiencing symptoms for the past four to five days. The patient was sent to have an x-ray of the intestinal tubing for a possible clog or to see if the tubing had moved. No further information was provided. Additional information was received 25-may-2017 that stated that the patient was admitted to the ICU on (B)(6) 2017. The tubing was determined to be mic peg and j tubing. The tube was placed between 10 days and four weeks ago, by the physician in the interventional radiology department. There were no reported injuries. On 02-jun-2017, additional information was received reporting the tube was observed on x-ray to be coiled in the stomach and was confirmed by the physician. No additional information was provided.